Event description:
The account alleged when the brakes are locked the casters will still swivel.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.